Event description:
The technician reported that the nurse call alarm would not transit to the nurses' station due to the side com board not functioning. The bed was located in room 3017 at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician was not sure the cause of the side com board failed but it was most likely due to normal wear and tear. The bed was delivered to the account in 1998 and the side com has never been recorded as replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The side com power control board assembly was replaced to resolve the issue. Based on this info, no further action is required.